Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer was admitted to the hospital for diabetic ketoacidosis. Although requested, additional information regarding the occlusions and hospitalization was not provided.